Event description:
It was initially reported that the physician's handheld would freeze during interrogation at the "interrogation successful" screen. The screen freeze would resolve on its own after several minutes or with a hard reset. The physician reports that it is occurring frequently and asked for a new handheld. Good faith attempts for product return have been unsuccessful to date.